Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was brought in after the hvli measurements fell out of range. The ICD is approaching eri. Physician will wait until eri to make changes.